Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection revealed heavy dust contamination within the device. The main circuit board was replaced to address the reported complaint. Based on all available evidence, the investigation determined that the reported complaint was due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. During evaluation, the device did not power on correctly. The investigation results and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference(B)(4).